Event description:
It was reported the endoscope reprocessor had fluid that remained in the basin. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information from the customer

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was not returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, and since the device malfunction was not returned, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.